Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the image is saturated when using a 180 scope with the xenon light source. The brightness is at max and in manual mode. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was assisted with performing a white balance and the issue was resolved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.